Event description:
Complainant alleged that while attempting to treat a female patient during transport, the device displayed a "paddle fault" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.